Event description:
The customer reported the fio2 is too low. The manufacturer's field service engineer (fse) reported the ventilator alarmed low o2. The fse reported there was no patient involvement.